Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation and medical records were provided. Occlusion was confirmed for the device. However, the investigation is inconclusive for retrieval difficulties. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j. Vena cava filter allegedly experienced difficult to remove, and obstruction. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(4) years of age, the gender is male; however, the patients weight was not provided.